Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 26mg/dl and paramedics were called. The customer stated that he was playing with his insulin pump and is not sure what he did. Advised the customer to drink a cup of orange juice and candies while paramedics arrive to the scene. The customer was very confused at time of call and the call was disconnected. Attempted calling the customer and he did not respond. Contacted the paramedics to ensure the customer will be fine. It was stated that he is by himself and paramedics have visited his home several times for low blood glucose. No further info was provided.